Event description:
A laparoscopic case with fiber optic light cable resulted in burn to patient. Light cable heated up and transferred heat to the laparoscope, resulting in a burn. Therapy date: (B)(6) 2023.